Event description:
It was reported that patient underwent knee procedure on unknown date. During the procedure, metal shavings were found within the female taper of the femoral knee component during assembly of this item with the femoral stem before surgery. Shavings were removed and components were implanted.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Evaluation of returned shavings concluded shavings came from the femoral stem component. There have been no trends identified related to this type of event. This report filed january 28, 2009.